Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 213-388 mg/dl. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed. Additionally, customer was using fiasp insulin and the cartridges were in use for approximately 12 days. Tandem technical support educated customer regarding cartridge/insulin labeling.